Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a total hip arthroplasty for removal of femoral neck system (fns) due to implant cut-out. Initially, the patient had an osteosynthesis surgery for the femoral neck fracture using a titanium plate, bolt, antirotation screw, and a locking screw on (B)(6) 2018. On an unknown date, the patient fell after being discharged. This possibly caused the cut-out of fns in which the acetabular cartilage was scraped by the implant. It was reported that due to the cut-out, the patient experienced pain and could not walk. The fracture seemed like garden stage. Thus, the surgeon commented that the cut-out was due to off-label use and not due to the device. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. Concomitant devices reported: fns plate (part# 04.168.000s, lot# unknown, qty 1); locking screw (part# 412.214s, lot# unknown, qty 1); this report is for one (1) bolt for femoral neck system 75mm length - sterile. This is report 1 of 2 for (B)(4).